Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that at implant the lead had difficulty extending and retracting of the helix, which was tried multiple times. Also it was reported that there was positioning difficulties, the impedance was high and that when the lead was removed there was tissue attached to the helix. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.